Manufacturer narrative:
(B)(6).

Event description:
It was reported that the balloon burst. The 80% stenosed target lesion was located in the cephalic vein. A 6.00mm/ 2.0cm/ 90cm peripheral cutting balloon was selected for use. During procedure, the balloon was inflated for about 30-60 seconds during the first inflation. However, it burst during the second inflation at 10atm. The device was removed over the wire. The procedure was completed with another of same device. No complications were reported and patient was stable.